Event description:
It was reported that a skin irritation due to the pod adhesive causing excessive itching, redness and swelling had occurred while wearing the pod. The affected area was slightly larger than the pod. The patient was prescribed an ointment for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.